Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing an endoscopic retrograde cholangiopancreatography (ercp) procedure the day prior. (Patient age, gender, and weight unknown). According to the complainant, the user was not able to backload the rapid exchange biliary stent system over the guidewire. When the device was inserted over the guidewire the guidewire did not come out from the guidewire exit port. The procedure was completed with another rapid exchange biliary stent system. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The device was returned for evaluation and a visual examination confirmed the report of not being able to backload the device over a guidewire. A piece of round flash was noted in the distal end of the ramp window where the guidewire exits. A functional evaluation found that an 0.035 inch guidewire could not be backloaded into the device due to coming into contact with the ramp.